Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she experienced several air bubbles in the reservoirs. The customer's blood glucose level was 300 mg/dl. During the call, the customer indicated that insulin was stored at room temperature, but the insulin pump was rewound with the reservoir in place. The customer was advised to call for troubleshooting whenever having the problem. The reservoir will not be returned for analysis.